Event description:
It was reported that the patient experienced withdrawal with significant itching following pump replacement. At the first refill post-replacement a volume discrepancy greater than 25% was noted. The actual reservoir volume was 40ml, the expected reservoir volume was 4ml. No diagnostic studies had been performed. The patient status was reported as good. The drug contained in the patient's pump was not reported. Additional info has been requested, but was not available as of the date of this report.